Event description:
It was reported that the adaptor was damaged during a device change out procedure. The adaptor was removed and replaced. It was subsequently reported by the patient that the device replaced during the change-out procedure was "leaking" and that the leads had been wrapped around that device. The device was removed and replaced and all three leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pnp493593h: no anomalies found.